Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when they were in the verification mode, they had trouble with registration several times. They were able to eventually get to the lesion and do biopsies, washings and place a fiducial. Attempted to place another fiducial but the sheath migrated and tried multiple times to re navigate to the area but there was swelling in the area. The patient received propofol for sedation. Post procedure, complained of chest pain, chest x-ray done with no pneumo and was admitted overnight for observation and was discharged the following day. All specimens were benign. Patient will be admitted for CT lung biopsy.